Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and no needles. The suture connecting the needle to the barbed portion of the suture appeared to have split under tension. It was observed, under magnification, that the barbed portion of the suture appeared to have split under tension. As no sealed products were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: as per the additional information received, x-ray was required and the needle was located in the vaginal cuff. A medical intervention was required.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device needle pulled off while suturing the vaginal cuff closed and the needle was retained in the patient. The patient was taken for x-ray as required as the needle remained within the vaginal cuff. The physician confirmed that the needle was not removed once located. The patient was discharged with no further action taken.